Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the pch instrument to have a broken ceramic sleeve. A broken piece was missing as a result of the breakage. The size of the missing piece was approximately 0.057¿ x 0.160¿. The root cause of a broken instrument ceramic sleeve is typically attributed to the mishandling, such as excess force applied to the distal end of the instrument or accidental collisions. A review of the instrument log of the permanent cautery hook instrument (part # 420183-12/ lot # n10180827-0135) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk2015. The alleged event occurred on the 1st use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a small black piece of insulation from the permanent cautery hook instrument had broken off inside the patient's peritoneal cavity. The surgeon was able to recover a piece of the debris, but does not know how many fragments, if any, were retained inside the patient. No post-operative tests were performed. There was no report of any patient harm, adverse outcome, or injury and the patient has not returned to the site with any issues post procedure. However, unintended fragments falling inside the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
On (B)(6) 2021, intuitive surgical, inc (isi) received medwatch mw5099764 stating: "during the procedure, it was noticed that a small black piece of insulation from the robotic cautery hook had broken off in the peritoneal cavity. Dr completed a visual sweep of the field and was able to recover a piece of the debride. Any additional items were left as further investigation or opening would cause more harm to the patient. Brand name: davinci xi. Current location: 2r-102(?). Manufacturer: intuitive surgical inc. Description of device: telemanipulation systems: surgical supplier: intuitive surgical inc ee number (B)(4) following a review of the instrument's history: 1st use on record. Scanned to assembly 12:36pm (B)(6) 2019; checked into sterilizer 3:41 pm (B)(6) 2019. FDA safety report ID # (b(4)." Intuitive surgical, inc. (Isi) contacted the or nurse manager and obtained the following additional information: no post-operative tests were performed to check for remaining fragments because the fragments would be too small to detect on x-ray. A wound sweep was completed and the cavity was searched for fragments. Additional probing of organs or opening of abdomen could have "caused more harm than good." It was determined at that point to stop the search. The customer does not know how many fragments were retained inside the patient, if any. Only part of the fragment was found so they are assuming the remaining pieces were retained inside the patient. She did not know what surgical task was being performed when the instrument broke, just hat it near the end of the procedure. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instrument or hard object during the procedure. The patient has recovered from the surgery and the patient has not returned due to any post-surgical complications related to the issue. The patient is a (B)(6) male that weighs (B)(6). No other patient information was provided.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported. Corrected information can be found the following field: b1. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.